Manufacturer narrative:
Analysis of the anchor showed the anchor did not properly detach from the tool and was unable to be used. It was folded over itself.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# 0207983577, product type: catheter. (B)(4).

Event description:
It was reported that a catheter issue occurred at the connector pin. The spinal segment of the catheter was to be implanted and the fixation tool was to be used. The catheter was inserted into the fixation tool and the tool was placed next to ¿punction¿ point. The healthcare provider (hcp) tried to shoot the fixation from the tool to the catheter, but it was stuck to the tool. As the hcp tried it with more pressure, the fixation deformed at the distal end so that the distal tip was pulled inside the fixation. After the deformation, the fixation did not fit over the catheter anymore. Therefore, the hcp left the catheter implanted without any fixation. There were patient symptoms of complications associated with this event. The device system was used to deliver baclofen. It was later reported, per photographs, that the previously reported ¿fixation¿ was referring to a catheter anchor. It was later reported that the ¿fixation¿ issue occurred before the pump was filled and connected. The fixation and fixation told never got in contact with the drug.